Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst ii plh 13x100 5.0 slbl gld jlp there was hemolysis. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there were some tubes in which hemolysis occurred."

Event description:
It was reported when using the bd tube sst ii plh 13x100 5.0 slbl gld jlp there was hemolysis. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there were some tubes in which hemolysis occurred."

Manufacturer narrative:
H.6 investigation summary: bd received 52 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was not observed. The photos showed unused tubes. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure hemolysis, because the defect was not evident in the testing of the complaint lot samples lot samples. Replicates of both customer (returns) and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.